Event description:
Piece of tampon stuck inside [foreign body in reproductive tract]. Discomfort - vagina [vulvovaginal discomfort]. Vagina discomfort - tampon [medical device site discomfort]. Physical issues - vagina [vaginal disorder]. Tampon unravelled [device breakage]. When removing one from body it unravelled leaving piece of tampon stuck inside [complication of device removal]. Consumer reported via email that when removing the tampon, it unraveled, and a piece became stuck in her vagina. No serious injury was reported.

Manufacturer narrative:
06-apr-2021, product investigation was completed and no failure could be identified.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Piece of tampon stuck inside [foreign body in reproductive tract]. Discomfort - vagina [vulvovaginal discomfort]. Vagina discomfort - tampon [medical device site discomfort]. Physical issues - vagina [vaginal disorder]. Tampon unravelled [device breakage]. When removing one from body. It unravelled leaving piece of tampon stuck inside [complication of device removal]. Case description: consumer reported via email that when removing the tampon, it unraveled, and a piece became stuck in her vagina. No serious injury was reported.